Event description:
Boston scientific received information via their internal literature review process, that 9 patients implanted with guidant easytrak leads (model and serial unknown), required lead extraction due to infection or an unspecified lead malfunction. The article of interest aimed at discussing coronary sinus (cs) lead extractions; however, data had been extracted from an existing data base culminating over a 10 year period, from one institution. The study population in review included 71 cases, 9 of which were identified as having a guidant branded lead. The identified reasons for lead extraction included; 44 cases due to infection/erosion, lead malfunction of an unidentified nature was observed in 22 cases and recall of a competitor's lead resulted in remaining 5 lead extractions. Of note, the author stated 2 patient deaths resulted from overwhelming sepsis, 3 and 5 days post-procedure. The study concluded that removal of cs leads could be achieved with high procedural success. Data supported evidence that complication rates were no higher than those involving other lead types; however, further studies were needed. The author made note of the frail study population, sighting multiple comorbidities and the presence of more than 2 comorbidities within 80 percent of the study group.

Manufacturer narrative:
Boston scientific has reached out to the author for additional details on the lead model/serial numbers of the involved guidant products; however, to date no information has been provided. Should new details emerge, this event will be further updated.